Manufacturer narrative:
Event date: approximately 2003 to 2004. Investigation could not be completed, no conclusion could be drawn, as no part/lot number was reported and the subject device was not returned.

Event description:
The journal of trauma injury, infection, and critical care, volume 61, number 6, reported a tfn was implanted approximately between 2003 and 2004. The blade penetrated the hip joint. Patient was revised to a shorter helical blade.